Event description:
The customer reported transducer fault alarm on the vela ventilator. The customer reported there was no patient involvement associated with the reported event.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Results of investigation: vyaire received the device for evaluation. There were no visible defects, damage or contamination. Component was installed in known good vela unit . Vela unit was powered into user mode where the unit would ventilate normally with no alarms. Allowed the unit to ventilate for 30 minutes. No issues were seen after cycle time. Review of the events log showed qspi failure and transducer fault occurred. No new abnormal entries were recorded. Performed transducer calibrations as described in the vela ventilator systems service manual. The reported problem was confirmed through the events log but not duplicated during functional check. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.